Manufacturer narrative:
The company representative was unable to duplicate the reported problem. As a precautionary measure, the company representative replaced the pressure and ECG cable assembly (part numbers 0012-00-0976 and 0012-00-0977). In unrelated repairs, the IV pole collar (pn/ 0105-00-0114) and doppler tether assembly (p/ns 0334-00-2608-01 and 0997-00-0406) were also replaced. The iabp was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).

Event description:
The customer reported that during initial set up on the patient, they were unable to zero pressure on the iabp. The customer replaced the pump and continued therapy. This event occurred with the pump for several patients. No patient injury was reported.